Event description:
(B)(6) (ae rep) reported that they had an interference issue between their patient monitoring system and the aex unit during a case. There was noise on the EKG readings that were falsely interpreted as a-flutter. They do not know if the issue came from the monitoring system(schiller pb-1000) or the aex unit. Sn: unknown could be (B)(6). Site does not know. Medtronic reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).